Manufacturer narrative:
(B)(4). Component code - device subassembly = ise mixing vessel and ise flowpath.

Event description:
The customer stated that quality control recovery was outside of range low for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on the cobas 8000 ise module (c8kise). The issue started with sodium, but then later affected all analytes. The customer replaced all electrodes and pinch tubing. Calibrations were successful. The customer stated that they received questionable results for an unspecified number of patient samples. The customer provided data for four patient samples that had erroneous initial sodium results which were reported outside of the laboratory. The repeat results for these samples were believed to be correct. The first sample initially resulted as 131.9 mmol/l and repeated as 137.2 mmol/l. The second sample, from a (B)(6) year old female, initially resulted as 132.0 mmol/l and repeated as 138.9 mmol/l. The third sample, from a (B)(6) year old male, initially resulted as 130.3 mmol/l. The sample was repeated and resulted as 5.1 mmol/l. The customer noted that there was an abnormal aspiration error when the value of 5.1 mmol/l was generated and a clot was identified in the sample. The sample was repeated a second time, resulting as 136.4 mmol/l. The fourth sample, from a (B)(6) year old female, initially resulted as 132.9 mmol/l. The sample was repeated on (B)(6) 2018, resulting as 141 mmol/l. The patients were not adversely affected. The sodium electrode lot number was e63. The electrode expiration date was asked for, but not provided. The field service engineer determined that the issue occurred after the customer replaced the electrode. The electrode was installed on 16-jan-2017. He cleaned the ise mixing vessel and flowpath. He flushed the flowpath and electrodes with serum. The customer ran calibration and controls. Controls were tested twice and were within range. The customer started to run patient samples and spot checked controls. Controls drifted lower. The customer later stated that they had no further issues since the service actions were performed. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
The customer noted that quality control failures that occurred after the service actions were remedied by replacing the ise sample probe.